Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that unable to find new admit. A technical support specialist confirmed that patient profile is showing now. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that the pyxis medbank system I was unable to locate a new admission. After logging into mql, I found the patient's profile and re-saved it. I then remotely accessed the machine; however, the asynchronous sync is not functioning properly. I restarted the sync process, but there has been no response. A customer reported that the user encountered a malfunction while attempting to issue medication to a patient. There were no adverse events or injuries reported based on this event.